Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained an unknown brand of morphine with an unknown concentration at a dose of 3.84 mg/day. It was reported the patient experienced a lack of therapy. The patient stated they had noted less efficacy in the last few months. No environmental or patient factors occurred causing the issue. The patient¿s pump expected versus actual residual volume withdrawn had been accurate. The patient had not had withdrawal symptoms. The patient¿s pain control had been less over the last few months. There were no known dates according to the representative. The physician did a catheter access port (cap) aspiration and was unable to withdraw cerebrospinal fluid (csf). The physician felt the patient was flipping the pump. The pump pocket was opened. The physician removed the pump segment and some of the proximal spinal segment, and the physician added new pump segment. The physician withdrew csf easily once the system was newly connected. The system was completely patent. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.